Manufacturer narrative:
On 08 march 2018 the r&d project manager inspected the retrieved explants commenting: the pieces were analyzed. The ha coating of the stem was almost totally absorbed, while some spots and signs of electrocatheter were noticed in the neck region. Two evident scratches were visible on the shoulder in the lateral wall, probably occurred during the revision, while the ceramic ball head did not showed particular signs except some little signs on the rim. From the received pieces it was not possible to determine the root cause of the event. Batch review performed on 10 march 2017: lot 111241: (B)(4) items manufactured and released on 24 june 2011. Expiration date: 2016-05-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported problem.

Manufacturer narrative:
On 20 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial revision of femoral component in a young ((B)(6)), overweight patient ((B)(6)) 5 years after primary cementless total hip arthroplasty. According to the report the stem was easy to remove despite minimal signs of radiolucency are visible in the supplied x-rays only in gruen zones 1 and 2. Aseptic loosening of the stem is a possible adverse event after primary total hip arthroplasty, described in literature, whose causes are often undetermined. Batch review performed on 31 january 2017. Lot 110571: (B)(4) items manufactured and released on 04 march 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold and this is the second similar event reported on the lot. On 01 february 2017 the r&d project manager performed a preliminary investigation and commented as follows: the photo was analyzed. No evident signs were noticed: the ha coating, on the visible surfaces, appears totally absorbed, while the neck region appears with some little signs, probably related to the revision surgery. The ceramic ball head does not show any particular sign. From the received photo it was not possible to determine the root cause of the event. Not yet received.

Event description:
Revision surgery 5 years and 2 months after primary due to early loosening of the stem.the stem was explanted without difficulty.